Event description:
Cellugel 1.0 ml (product number (B)(4), lot 14j02e) malfunctioned during cataract surgery. The cannula of this product became detached from the syringe and caused damage to the patient's eye during cataract surgery. Cataract surgery was aborted due to vitreous seen in the patient's eye and a dislocated lens caused by the detached cannula.